Manufacturer narrative:
Product analysis observations: the center shaft of the driver is broken ¿40mm before the release mechanism. The fracture is ¿45°s across the diameter of the shaft. The center shaft of the driver is bent at location of the fracture. Conclusion: the above findings are consent with bend stress overload.

Event description:
It was reported that intra-op, set screw broke off while using the driver. Patient underwent a revision surgery as a result of this event. The product broke. No fragment of the product remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.